Event description:
Pt with pacemaker placement in 2003. Pacemaker was a medtronic insync iii, model #8042), atrial lead was a medtronic model #5076-45, right ventricular lead medtronic model 5076-58, left ventricular lead medtronic model 4193-78. During the procedure it was noted that atrial electrode had become dislodged and was repositioned. Procedure complete. Pt released several hours later. Pt got to personal vehicle and collapsed & passed out. Full code. CPR started & pt transported. Pt expired. X-ray showed that atrial wire had dislodged again and was in ventrical area.